Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis and a break in aseptic technique in coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event and was treated with (unknown) antibiotics during hospitalization. Further information was provided by the home patient's registered nurse on (B)(6) 2012. On an unreported date, the patient had a break in aseptic technique described as not wearing a mask which caused peritonitis. On (B)(6) 2012, the patient's pd catheter was removed and the home patient was started on hemodialysis. No additional information is available as of the date of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.